Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9344153 medical device expiration date: 2024-12-31 device manufacture date: 2019-12-10. Medical device lot #: unknown medical device expiration date: unknown device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needle clogged during the injection. This pr records occurrences for mat#320550 with lot# 9344153 and unknown lot#. Verbatim: consumer reported needle clog during injection, stated that there is no insulin flow. Consumer does not prime needles. Issue involves more than one box of the same product, lot #s for other boxes are not available."

Manufacturer narrative:
Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needle clogged during the injection. This pr records occurrences for mat#320550 with lot# 9344153 and unknown lot#. Verbatim: consumer reported needle clog during injection, stated that there is no insulin flow. Consumer does not prime needles. Issue involves more than one box of the same product, lot #s for other boxes are not available.".